Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The current black box showed pump reboot events following battery alarms beginning on (B)(6) 2016. On each occurrence the battery was changed during the pump reboot event. The pump intermittently powered with both the returned battery cap and a test battery cap to a dim discolored display. The battery cap was unable to fully tighten. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed leak at the battery compartment crack. There was evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.